Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 164 mg/dl compared to a reading of 27 mg/dl obtained on the built-in reader. Customer experienced discomfort and was unable to self-treat, so she was treated with orange juice and a glucagon injection by her spouse. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 164 mg/dl compared to a reading of 27 mg/dl obtained on the built-in reader. Customer experienced discomfort and was unable to self-treat, so she was treated with orange juice and a glucagon injection by her spouse. No further treatment was reported. There was no report of death or permanent injury associated with this event.